Manufacturer narrative:
B3: date of event: unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the angio-seal device did not click into the insertion sheath. The device was not deployed and was removed. Manual compression was performed. The type of procedure was a cardiac catheterization. There was no blood loss.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in section b5 and to update section d9. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 12nov2025: they had difficulty in inserting the locator into the hub. The user did not succeed in mating the locator and hub or insert and lock the locator in the hub. There was no audible click on mating. There was no tactile feedback after mating. The user was unable to mate the locator with the hub, they attempted two times. They did not feel comfortable using the device due to the lack of click. They were unsure if it would have stayed in place had they proceeded. The patient was stable.

Manufacturer narrative:
This report is being sent as follow-up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).